Event description:
(B)(4). Chronic pelvic pain, abnormal menstrual cycle, high blood pressure, anxiety, depression, mood swings, headaches, painful intercourse, lower backaches, chronic dry eye, hair thinning, and breast tenderness. Received essure through (B)(6).